Manufacturer narrative:
The patient remains on lvad support. No further information is available at this time.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that while the patient was at home, the unit was constantly alarming. The patient exchanged his system controller with no change in alarm status. He then went to the hospital emergency room where yellow wrench and rate control fault alarms were observed and the pump was operating in basal at 40 bpm. Waveforms and the vent filter were sent for analysis. Based on the results of this analysis, it will be determined if the patient be placed on pneumatic support.